Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive. Additionally, it was reported that the battery was depleting rapidly. There was no reported impact to the customer's blood glucose level. During a follow-up, contact reported a sensor change resolved the battery issue. No additional information was provided.